Manufacturer narrative:
Unknown/ not provided. Asku. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient got synergy intraocular lens (iol) in left eye (os) and is not happy with the outcome. The patient is experiencing a lot of halos that presented immediately after implanted. The lens was explanted and replaced with a non johnson and johnson iol. It was stated the replacement lens helped address the patient's visual issues. Patient outcome went well. No other surgical/medical intervention performed. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 5, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the lens reveal that it was cut into 3 pieces, consistent with a lens that was explanted. Due to the condition of the lens, no further product evaluation could be performed. The complaint issue "halo vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.